Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 2/16/2022. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it indicates "the needle was dropped and never recovered" could you please confirm next questions about this single procedure: ** what tissue structure is it located? Was there any additional tissue damage as a result of searching for the needle piece? Could you please provide lot number? It indicates that it occurred "with several needles" could you please confirm if the other devices was reported? If yes could you please provide reference number? Could you please confirm how many devices present this issue? Did any patient suffer from any consequence due to this issue? If yes please provide more details. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, in mid stitch, a prolene needle separated from the suture. The needle was dropped and never recovered, despite extensively searching. There were no patient consequences reported. Additional information was requested.